Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the instrument did not work properly. It could not deliver sufficient energy in order to seal grasped tissue. There was no blood loss of 500 cc. Another instrument was opened which worked properly. There was no patient injury.